Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that they experienced low blood glucose level of 42 mg/dl and the pump went off. Customer was treated with glucose and milk. Customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis. The infusion set, reservoir and sensor will not be returning.